Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer reported that the display was blank. The customer's blood glucose was 11.7 mmol/l at the time of incident. The customer stated that the display did not return after inserting a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with horizontal black lines on the lcd display due to cracked lcd glass. Unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. However, the insulin pump powered up after battery installation and no blank display was noted. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.